Event description:
A cutter did not cut at 5000cpm. Cut rate was decreased to 2500cpm, and the cutter did cut at this cut rate. No patient injury reported.

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable.